Event description:
It was reported that there were three (3) injuries from the trach tube. No additional information provided.

Event description:
Additional information received on 21september2022 via email: it was determined that the patients in question all had anatomical anomalies and the issues were solved with use of different trachs.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. E4 is unknown, no information provided to date.